Event description:
A patient underwent a femoral-popliteal revascularization surgery and v.a.c. Therapy was initiated on the resulting groin wound in 2009, in the acute care facility. There were no complications with v.a.c. Therapy in the acute care setting. V.a.c. Therapy was discontinued eleven days later, and a gauze dressing was applied as the patient was discharged to a long term care facility. Upon admission to the long term care facility, the nurse (rn) stated that upon removal of the gauze dressing a vessel was ruptured and began bleeding. The nurse stated that she applied a v.a.c. Dressing to the wound with active bleeding, which resulted in difficulty obtaining a seal. The nurse indicated that once a seal was obtained, v.a.c. Therapy was applied and subsequently two canisters were filled with bright red blood. The nurse stated she stopped therapy removed the dressing and called kci at which time she was directed to apply pressure, contact the patient's physician and get patient to nearest emergency room. In the emergency room, bleeding was stopped by repair of the vessel and the patient required two units of packed red blood cells. The nurse stated that the patient returned to the long term care facility the same day and received one additional unit of packed red blood cells. The nurse stated v.a.c. Therapy was resumed the following month.

Manufacturer narrative:
The nurse stated that v.a.c. Therapy did not cause or contribute to the bleeding event, as bleeding had already began upon removal of the gauze dressing. The nurse also stated that she was trained in the use of v.a.c. Therapy. V.a.c. Labeling states under "wound preparation", "ensure adequate hemostasis has been achieved." V.a.c. Labeling also states, "patients without adequate wound hemostasis have an increased risk of bleeding, which, if uncontrolled, could be potentially fatal. These patients should be treated and monitored in a care setting deemed appropriate by the treating physician," and, "consideration should be given to the negative pressure setting and therapy mode used when initiating therapy." V.a.c. Labeling warns, "if significant bleeding develops, immediately discontinue the use of the v.a.c. Therapy system, take measures to stop the bleeding, and do not remove the foam dressing until the treating physician or surgeon is consulted. Do not resume the use of the v.a.c. Therapy system until adequate hemostasis has been achieved, and the patient is not at risk for continued bleeding." This complaint is being reported as use error, v.a.c. Therapy was applied to an actively bleeding wound, which may have contributed to the patient requiring three units of packed red blood cells.